Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that fluid did not come out from the luer of a small volume infusor after filling with the drug. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Manufacture date: (B)(4) 2016 ¿ (B)(4) 2016. One actual infusor unit was received for sample evaluation containing approximately 100 ml of fluid in the bladder. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any signs of blockage or physical abnormalities that could have contributed to the reported condition. A functional flow rate test was performed. The flow rates were found to be within the product specification range. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.